Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female pt, the device inappropriately shut down. The battery was removed and reinserted and the device powered back on to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.